Event description:
During the procedure, the level sensor stopped working, preventing the main pump from shutting down when the level was too low. The perfusionist replaced the sensor and there were no consequences for the patient.

Manufacturer narrative:
The investigation performed on the returned sensor did not reveal any cracks or gaps in sensor housing, while liquid ingress residue was visible in transparent dome of yellow head. The root cause of the reported issue was the accidental liquid ingress that temporary compromised the functioning of the sensor. After device return, the liquid in fact dried, and the sensor worked again as expected.